Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket read, write or invalid smart cubie¿ memory. The customer stated that this malfunction caused delay in dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie pocket had a read, write or invalid smart cubie¿ memory failure. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was memory read, write was error. A technical support specialist was determined with field service engineer (fse) had communicated that the issue had been addressed. The customer had indicated that we can proceed to close the case. The system functioned as intended after the technical support specialist resolved the device.